Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulators (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm product was analyzed and found sensor errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced a fault on the system. Caller power cycled the system several times but the issue remained. Technical support engineer (tse) attempted to review the logs but onsite was not available. Tse walked caller through a hard power cycle of the robot but the issue remained. Tse explained the system could be used as a three arm system if they chose to continue or they could swap their other systems robot if they wanted. The customer reported event has no report of patient injury.